Manufacturer narrative:
The device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The hdf-3500 passed ¿out qat from heartsine technologies on the 21st june 2016. Upon receipt, the -ve terminal pogo pin felt notably less firm than the other pins and did not present a significant resistance when pressed, which indicated the spring within the pin had failed. Despite being unable to replicate the low battery warnings observed in the device memory, measurements taken during the investigation confirmed the failure of the pogo pin. The failed -ve pogo pin would have resulted in a poor connection from the device to the pad-pak, leading to voltage fluctuations and the subsequent low battery fails, beginning on (B)(6) 2019. The user would have been alerted with a ¿warning, low battery¿ prompt as per the reported fault, alongside a flashing red status led. The pogo pins are checked during hdf-3500 lower case assembly (h006-006-187). The device also successfully passed the hdf-3500 final unit test (h045-014-004) while at heartsine, therefore the fault would have either had to have occurred after this time or was intermittent in nature. It is the policy of heartsine not to refurbish devices which have been returned from the field after investigation, therefore this device shall be retained and replaced with a new hdf-3500.

Event description:
There was no patient involved in this event a low battery prompt heard from the device.